Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula had the tip cut/ripped off. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels (bg) reached 19.4 mmol/l (350 mg/dl) while wearing the pod between 4 and 24 hours on the leg. To treat the patient's elevated bg levels, an insulin injection pen was used to deliver a correction bolus.